Event description:
The following info was provided on a device tracking registration form: stent not deployed, is now in profunda artery. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur.